Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a large database flag, suspected full c: drive, and loss of remote connectivity, preventing mapping to the station or pinging its internet protocol (ip) (10.130.18.43). A technical support specialist (tss) noticed recent dial-in activity related to a 1.11 upgrade case, it was still on es 1.6, meaning any database drop/sync would need to align with version compatibility. Onsite, the field service engineer (fse) confirmed the drives had sufficient space (contrary to earlier indication of 100% usage) and restored connectivity by restarting remote support service (rss), allowing remote access. Further investigation identified the true root cause as a corrupted ("suspect") station database with 0 variation in change tracking prior to failure. The station database was dropped and fully resynced to the server, followed by additional remediation including removal of netbios and universal serial bus (usb) power management settings, validation of component manager registration to rss, and a hard drive scan/repair to address potential os issues. Post-repair, the c: drive showed 52 percentage free space, the station rebooted successfully, the medstation application launched automatically, login functionality was confirmed, and the device was verified to be out of critical override and fully operational. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device had unexpected data error when user tried to login, cannot open database. However, there were no delay in patient care and no adverse events or injuries reported based on this event.